Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a craniotomy the tip of the router broke off. It was also reported that the broken pieces were retrieved from the patient. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by manufacturer? Awaiting device return.

Event description:
It was reported that during a craniotomy the tip of the router broke off. It was also reported that the broken pieces were retrieved from the patient. It was further reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.